Manufacturer narrative:
The a comfort hard-soft bite splint (upper) was manufactured per physician's prescription (rx) and returned for analysis. A visual inspection was performed on the returned device. The edge was smooth and no major cracks were found. The device's layers were intact and did not separate. The device was observed to be very clean with no discoloration. The case was returned in a good condition with the label. The returned sample showed no defect or abnormalities. The retention samples showed no manufacturing deviations or abnormalities. Glidewell research team and namsa conducted a series of testing on erkodent material (erkoloc-pro and erkodur) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test results were listed and summarized in rpt 9733 rev 1.0. For cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. For skin irritation, there was no erythema and no edema observed on the skin test. For sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. The test article showed nonirritant to the oral mucosa as compared to the control article. This complaint will be kept on record for track and trending purposes.

Manufacturer narrative:
The device has not yet been returned. An investigation will be conducted once the device/sample has been returned and a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an unknown allergic reaction after using a comfort hard-soft bite splint (upper). According to the information provided by the doctor, the patient experienced the unknown allergic reaction on unknown date in the mouth (no specifics). It is unknown whether or not the patient has any known allergies.